Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient circuit during routine disinfection. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in leeds, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to the stirrer motor which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.